Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the results of the legal manufacturer's final investigation. Additional information added to field h6. Based on the new information received from the results of the investigation, it is presumed that the high frequency electrosurgical unit was powered on while the tip of the endo therapy accessory was extremely close to the tip of the endoscope, resulting in spark. As a result, it had damaged the distal end section. This was discovered upon reevaluation. The previous investigation remains the same for the foreign material. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The subject event can be prevented by implementing in accordance with the below instructions for use. Instructions for gif-h290t operation manual chapter 4, ¿operation¿ describes warning. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer and confirmed the following deviation from the instructions for use (IFU): the customer did not immerse the endoscope in the detergent solution. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the subject device. There was no damage to the area where the foreign material was detected, and reprocessing was confirmed to fail to be practiced in accordance with instructions for use (IFU). However, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the results of the legal manufacturer's final investigation. Based on the new information received from the results of the investigation, the foreign material in the nozzle was thought to be a mixture of protein and silicates (medicinal drugs, tap water, etc.). It was speculated that the protein may have come from humans, protein-based medicines, bacteria, etc., but it was not possible to identify what the foreign material was, when, or how it became attached. Olympus will continue to monitor field performance for this device.